Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a radio frequency (rf) ablation procedure for this pacemaker dependent patient there was loss of capture (loc) when the cardiac resynchronization therapy defibrillator (crt-d) was programmed to asynchronous pacing. Boston scientific technical services (ts) was consulted and discussed the device is designed with a protective mechanism in the event that current over a certain threshold is detected on the leads. If current is seen on the leads that exceeds the threshold, the defib detect circuit feature causes the device to truncate any pacing that is occurring at that moment. It was noted that the crt-d was programmed in electrocautery protection mode. Ts suggested that since this feature is not able to be programmed around, in the future the physician try using shorts bursts of ablating or placing an external pacing wire. No adverse patient effects were reported and the device remains in service.